Event description:
Written report received states, "rupture." Reporter further states that the "material is torn." Per reporter condition occurred during patient use, device contained fluorouracil, and the patient was not exposed to the solution contained in the device. Per reporter no patient injury occurred and no medical intervention was required as a result of the reported condition. No other information provided.